Event description:
The customer reported the baths overflowed with approximately six (6) milliliters of clear fluid twice during system startup involving coulter act diff 2 analyzer. The fluid overflow caused the hemoglobin lamp to become wet which caused startup to fail. The fluid was not contained within the instrument. The customer had on gloves during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the valves in the drain pathway opened normally, but the main waste pump was functioning sporadically. The fse replaced the waste pump and the main board which drives all the pumps, solenoids, and other components in the unit. The fse noted no issues with hemoglobin results or evidence of damage to the hemoglobin assembly from the baths overflow. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).